Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd 1 ml ls syringe with 26g x 0.5" needle foreign matter was found. This occurred 9 times. There was no report of patient impact. The following information was provided by the initial reporter: during issuance pharmacy found dust particles visible in seal pack syringes of 1ml 26(0.5) at apple children hospital.

Event description:
It was reported while using a bd 1 ml ls syringe with 26g x 0.5" needle foreign matter was found. This occurred 9 times. There was no report of patient impact. The following information was provided by the initial reporter: during issuance pharmacy found dust particles visible in seal pack syringes of 1ml 26(0.5) at apple children hospital.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 03-oct-2022. H6: investigation summary: one photo and nine samples were received by our quality team for evaluation. From the photo, foreign matter was observed on the syringe product. The returned samples were subjected to visual inspection. The team observed jagged holes on the bottom web and particles inside the package. The black particles, which could be sand particles, were observed inside the syringe product and at the corner of the blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There is currently a 3-hourly outgoing inspection and 2-hourly in-process inspection in place to check for foreign matter. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance.